Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in pt use. During the evaluation of the device at a third party service center, a failure of the device tidal volume calibration occurred resulting in high pressures. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.